Event description:
A gia vascular stapler cut the tissue without firing the staples, resulting in significant bleeding. Or report notes: "inspection demonstrated that the staple had fired across the middle hepatic vein.